Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: h3. Analysis was performed on [product ID 97755 lot# serial# (B)(6)] analysis found that there was a recharge antenna failure, controller does not recognize the rtm. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) implanted for non -malignant pain. It was reported that pt stated charging wasn't working right and said sometimes charging worked and sometimes didn't. Pt then mentioned sometimes the recharger (rtm) cord and paddle would get hot, then pt would see no device found. Pt described the "numbers" wouldn't get high/up to 100 and pt would have to work with charging. Pt also mentioned the controller battery would deplete fast when trying to charge. Pt was charging during the call, but said sometimes they would go days without charging and then said the issue started last week. Pt inspected rtm cord and pins but did not see any damage. Pt inspected controller port but said it looked fine. Pt reset controller, then placed rtm paddle over relay box and entered passive recharge mode. Pt reported 99-99-99 with paddle over the relay box, but when pt moved the cord, the numbers went to 0-0-0. The issue was not resolved. No symptoms were reported. A replacement recharger was sent out. Pt said they have not received the new rtm. Repair verified the tracking number and stated the package would be delivered today before 12pm. No new information.